Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) delivered an inappropriate shock while the patient was using a facial massage product. The patient presented to the emergency room (ER), and they saw oversensed noise on the electrogram which disappeared after the shock occurred. The s-ICD system remains in service. No adverse patient effects were reported.